Manufacturer narrative:
Coloplast has not been provided any corroborating to verify the information contained in this report.

Manufacturer narrative:
This follow-up MDR is created to document the additional event and patient information received.

Event description:
Additional information received from medwatch (B)(4) indicated "I had a contaminated vaginal mesh put on me. I woke up extremely sick in hospital have had one problems after another, it affected every organ in my body. I've had many surgeries but am still dealing with numb leg, sme, brain damage, sore constantly on my skin, lost teeth, most of colon, it just goes ono and morgellons too, among many other things no one here treats morgellons 'is there any help for me' I've coded 3 times on the table, lost teeth just doesn't end."

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced pain, vaginal bleeding, mesh and suture erosion and exposure, dyspareunia, discharge, return of rectocele, pieces of string in stool and urine, incomplete rectal emptying, chronic constipation, subjective fever, pelvic pain and nausea. A complete excision of the mesh, posterior repair, perineoplasty and cystoscopy were performed.